Manufacturer narrative:
Medical devices: product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed an infected scalp wound at the left electrode site following the implantation procedure on (B)(6) 2014. The diagnostic methods included a surgical observation on (B)(6) 2014 which resulted in the identification of the event. The etiology was noted as related to the device/therapy and related to the implant procedure; surgery/anesthesia were noted. The actions/interventions taken to resolve the issue included administering antibiotics on (B)(6) 2014. The event was considered resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's baseline weight was (B)(6). It was also clarified that the previous reported diagnostics of "surgical observation" was stated to be a surgical observation during the initial implant procedure. No further complications were reported/anticipated.